Event description:
Product was changed from sterile to non-sterile due to the fact that the packages are labelled exactly the same except for the words "sterile" or "non-sterile." Color of packages are the same, etc. Nurses did not identify that the wrong product had been used due to the packages looking identical to one another.

Event description:
Add'l info rec'd from MFR 4/4/00: MFR has discontinued the non-sterile esmark bandage and no longer ships that item. MFR believes this will eliminate the confusion.